Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post op a video assisted thoracoscopic lobectomy surgery of the lung parenchyma, there was a tissue damage as a result of the air leak of the lung parenchyma. The event lead to extended patient hospitalization for 1 week. Reoperation and reintervention was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.